Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion mr stent delivery system with guidewire and the stent separated/detached. There was contrast in the inflation lumen. The balloon was tightly folded with no positive pressure applied. The stent was damaged and stretched. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damaged and removing and withdrawing difficulties. The returned device was consistent with the reported stent damaged but there was no evidence of any material or manufacturing deficiencies that could have contributed to the reported stent damaged and removing and withdrawing difficulties. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during stenting treatment procedure stent damage occurred. The lesion being treated was located in the proximal left circumflex. The physician advanced a 28x 3.00mm ion stent delivery system (sds) to the target lesion and realized a shorter stent was needed. Upon withdrawing the sds, it became hung up on a stent placed during another procedure causing a strut of the 28x 3.00mm ion stent to become flared. The physician attempted to pull the sds into the guide catheter, however due to the stent damage it was unable to. The physician then pulled the guide catheter and stent into the aorta and removed them both out of the sheath. The procedure was completed with a different device. No patent complications were reported and the patent's status is fine.

Event description:
It was reported that during stenting treatment procedure stent damage occurred. The lesion being treated was located in the proximal left circumflex. The physician advanced a 28 x 3.00mm ion stent delivery system (sds) to the target lesion and realized a shorter stent was needed. Upon withdrawing the sds, it became hung up on a stent placed during another procedure causing a strut of the 28x 3.00mm ion stent to become flared. The physician attempted to pull the sds into the guide catheter, however due to the stent damage it was unable to. The physician then pulled the guide catheter and stent into the aorta and removed them both out of the sheath. The procedure was completed with a different device. No patent complications were reported and the patent's status is fine.